Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button of the insulin pump was worn and had crack. Also the screen was cracked, the insulin pump had lost settings and was louder during rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.